Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the first target lesion was located in the 90% stenosed proximal portion of saphenous vein graft (svg) to the first obtuse marginal (1st om) artery with a reference vessel diameter of 3.5mm and a lesion length of 32mm. A 3.5 x 38mm promus element plus stent was deployed, resulting in 0% residual stenosis. The second target lesion was 70% stenosed and located in the svg to the 1st om artery with a reference diameter of 2.75mm and a length of 8mm. A 2.75 x 12mm promus element plus stent was deployed and resulted in 0% residual stenosis. The third target lesion was located 1st om artery with a reference diameter of 2.5mm and a length of 16mm. In (B)(6) 2013, the patient presented with chest pain. Two days later, the 80% in-stent restenosis of the previously placed study stent located in the svg to 1st om was treated with balloon angioplasty using a 2.75 x 20mm emerge balloon, which resulted to 0% residual stenosis. The patient was discharged 2 days post procedure on aspirin and clopidogrel.

Event description:
(B)(4) clinical study. Same case as: MDR ID 2134265-2013-03520 , MDR ID 2134265-2013-03526. It was reported that subsequent to a coronary stenting procedure the patient experienced a non-st elevation myocardial infarction. In (B)(6) 2012, coronary angiography revealed 3 target lesions. The first was a 70% stenosed lesion located in the mid portion of saphenous vein graft (svg) to the first obtuse marginal (1st om) artery with a reference vessel diameter of 2.75mm and a lesion length of 8mm. The lesion was predilated with an unspecified balloon and a 2.75 x 12mm promus element plus stent delivery system was deployed, resulting in 0% residual stenosis. The second was a 90% stenosed lesion located in the 1st om artery with a reference diameter of 2.5mm and a length of 16mm. This target lesion was predilated with an unspecified balloon and a 3.5 x 38mm promus element plus stent delivery system was deployed and resulted in 0% residual stenosis. The 3rd target lesion was a 90% stenosed lesion located in the 1st om artery with a reference diameter of 3.5mm and a length of 32mm. This lesion was predilated with an unspecified balloon and a 2.5 x 20mm promus element plus stent delivery system was deployed and resulted in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. On (B)(6) 2013, the patient returned with a non-st elevation myocardial infarction was then hospitalized on the same day. Coronary angiography was performed and revealed a 80% stenosed lesion located in the 1st om. Two days after hospitalization, it was decided to treat the target lesion with a percutaneous transluminal coronary angioplasty and resulted to a 0% residual stenosis. The event was considered as recovering and the patient was discharged 2 days after the procedure was performed.